Event description:
The user site reported that during a selenia dimensions mammography systems 3d patient exam on (B)(6) 2025, the system experienced poor tomo movement and jerking during imaging. No patient or user injuries were reported. A hologic field service engineer (fse) previously was dispatched on october 7th, 2025, to assess a similarly reported issue. The fse performed tomo motion calibration on the system, however the poor tomo motion was only temporarily resolved. The fse reported that the problem reoccurred the next day. The fse performed the tomo motion calibration a second time, however this did not correct the issue. Under further inspection, the fse reported the tomo sweep and c-arm rotation of the system were not operating smoothly and that shaking of the system was observed. A second fse was also dispatched to assess the system, and the fses found one broken screw and multiple loose screws within the device. The fses replaced the screws and the tomo potentiometer of the system. After implementing the system adjustments, the fses tested the system and verified that it is now operating according to manufacturer specifications. No further information is available at this time.